Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacture reference number: 2017865-2022-02017. It was reported that the patient presented during emergency room. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator was found in back-up mode due to hardware reset and back-up defibrillation was not available. It was also noted that there was a suspected unknown malfunction on the right ventricular lead. No interventions were performed. The status of the patient was unknown.